Event description:
Report received of a non-delivery of tpn with no pump alarm. The pump was programmed to deliver tpn at 83ml/hour. It was noted approximately 24 hours after the tpn was started that no fluid had been delivered from the container. The pump was incrementing as though fluid was being delivered, but no fluid had been delivered. There was no pump alarm. It was reported that the tubing was loaded correctly into the device, but that the nurse initiating the infusion did not verify drops in the drip chamber at the start of the infusion. The tubing was discarded and the pump was sent to the biomedical department. The patient did not experience any problems with their blood sugar. There was no reported adverse effect to the patient.